Event description:
It was reported that the lead impedance slowly decreased until it was less than 200 ohm. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: adverse event changed to yes, changed facility occupation code, removed facility health professional flag, updated patient demographics, other devices, patient outcome and date of device manufacture. Evaluation summary: (B)(4) a partial lead in segments was returned, analyzed, and found that the inner insulation was breached due to metal induced oxidation. Further testing revealed the proximal conductor was distorted, the outer insulation was breached cut, a white substance was on the outer insulation, and there was blood/body fluid on all conductors (not obstructed) and in/on the helix mechanism including sleeve head. Additionally, the inner and outer insulation had cosmetic metal induced oxidation and the outerinsulation had a cosmetic depression.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was noted that there was a patient alert due to low right ventricular impedance on (B)(6) 2010.